Manufacturer narrative:
The device was not returned for investigation. Since the device was not returned and the lot number was not provided, a complete investigation cannot be performed. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a pt underwent a rotator cuff repair procedure using three opus magnum2 implants. During the pt's post operative visit x-rays were taken. It was noted that one of the implants was displaced and has separated in the pt's shoulder. A f/u procedure is anticipated to be scheduled to attempt to explant implant fragments from the pt's shoulder.